Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was associated with a suspected perforation during attempted implant. A boston scientific field representative reported that following lead placement in the rv apex, rv thresholds began dropping while the left ventricular guide catheter was being positioned. Investigation showed loss of rv capture, and the rv lead's position was moved to the mid-septum area. The patient's blood pressure dropped, and the procedure ended with cardiac tamponade and attempts at a pericardiocentesis. When that procedure continued to pull blood from the site, it was elected to transfer the patient to another health care facility to establish a pericardial window. A perforation in the rv apex was confirmed, and surgically repaired. The rv lead was repositioned after dislodging during the surgery, and the procedure was completed with implant of left ventricular and right atrial leads, and a cardiac resynchronization therapy defibrillator (crt-d), with no additional adverse patient effects.